Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was not removing air from the cartridge. Tandem customer technical support informed customer that the tandem pump user guide instructs the user to remove any residual air from the cartridge. To resolve the issue, the customer changed the cartridge and resumed insulin.